Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an increase in seizures. She was reportedly not yet at therapeutic vns settings at that point in time, but this had not been confirmed to date. Lead impedance was reportedly within normal limits. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Communication received from the physician stated that the patient did not have an increase in seizures. The patient's seizures were actually improving, although the assessment was also that the device settings were not in therapeutic range at that time. No interventions were planned or taken. The most recent device settings were provided. No additional pertinent information has been received to date.